Manufacturer narrative:
E1:(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during preparation of the device for an angiogram of the lower extremity, the black distal tip of a cxi support catheter separated outside of the patient's body. An unspecified 5-french, 11-centimeter short sheath was used during the procedure, as well as another manufacturer's wire; however, the complaint device was not inserted into the patient. The procedure was completed successfully. There were no complications for the patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Summary of event: as reported, during preparation of the device for an angiogram of the lower extremity, the black distal tip of a cxi support catheter separated outside of the patient's body. An unspecified 5-french, 11-centimeter short sheath was used during the procedure, as well as another manufacturer's wire; however, the complaint device was not inserted into the patient. The procedure was completed successfully. There were no complications for the patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the complaint lot. The subassembly lots recorded three relevant nonconformance's for four total devices. All nonconforming products were scrapped, and the lot is inspected 100%. The subassemblies also went into additional final lots. A database search for complaints reported on the complaint lot and all final lots the subassemblies went into revealed no additional complaints at this time. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and complaint file suggests that there is evidence the device was manufactured out of specification. There is no evidence of non-conforming devices in-house or in the field. Although four relevant non-conformance was noted on sub-assembly lots, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Based on the information provided and the results of the investigation, cook concluded that a manufacturing deficiency caused this incident. Responsible personnel were notified. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.